Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 591 mg/dl. The customer will be treated via syringe when get off the lined. The customer reported via phone call indicating that the insulin pump had blank display, failed battery test and low battery. Customer was advised monitor pump and will be sent a replacement battery cap.